Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in april 2010 and performed two self-tests and two manual power ups up to the 29th january 2012. The device records temperatures below the recommended minimum standy-by temperature. The device failed self-tests due to a low battery between (B)(4) 2012 and the (B)(4) 2014. Multiple manual power ups, mainly of 10 minutes duration were recorded between (B)(4) 2015. The device memory became full. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The ten minute time outs resulted in the device memory becoming full. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to delivery therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.